Manufacturer narrative:
Updated the implant and explant dates. Reported event: an event regarding loosening and elevated metal ions involving an unknown implant shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: the provided medical information was submitted to a consulting clinician for review but nothing relevant to the reported event could be determined from it as the review indicated "an xray obtained in march of 2018 was reported to concern the observing surgeon who felt that there was evidence of medial bone loss and ¿shading¿ about the acetabulum." Also, review of records confirms a revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. It is likely this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that the patients left hip showed evidence of medial bone loss and observed shading above the acetabulum in x-rays but not for pain and elevated metal ions. The event is not confirmed for abnormal ion level and loosening and the root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical information was submitted to a consulting clinician for review and as the review indicated that an xray obtained in (B)(6) 2018 was reported to concern the observing surgeon who felt that there was evidence of medial bone loss and ¿shading¿ about the acetabulum. Review of records confirms a revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. It is likely this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. Further information such as return of device, office notes, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. H3 other text : device not returned.

Event description:
Information received from sales rep: it was reported that upon examination, surgeon communicated a concern that patient's left hip showed evidence of medial bone loss and observed shading above the acetabulum in x-rays. Surgeon has not communicated any plans to revise the patient as of the time of report. Additional information received from legal on 8/6/2019: plaintiff alleges the left abg ii hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels. Plaintiff underwent revision surgery on (B)(6) 2018.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from sales rep: it was reported that upon examination, surgeon communicated a concern that patient's left hip showed evidence of medial bone loss and observed shading above the acetabulum in x-rays. Surgeon has not communicated any plans to revise the patient as of the time of report.